Event description:
The pt reported that on (B)(6) 2012, her blood glucose measured 13 mmol/l (234 mg/dl) at 1:30 am and she bolused 7 units of insulin and went back to sleep. She woke up at 5:30 am feeling ill and her blood glucose measured 25.2 mmol/l (454 mg/dl) and she changed the infusion site and tubing and bolused (amount unk). Her blood glucose measured 19 mmol/l (342 mg/dl) at 7:34 am, 21.9 mmol/l (394 mg/dl) at 9:31 am, 17.3 mmol/l (311 mg/dl) at 12:30 pm, 3.4 mmol/l (61 mg/dl) at 5:00 pm, and 6 mmol/l (108 mg/dl) at 7:00 pm. She then switched to insulin injections and is feeling well. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced for inaccurate delivery and was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.